Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured october 22, 2015 ¿ october 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with 192ml fluorouracil in sodium chloride solution. The reporter stated that at the end of the expected therapy time of four days, none of the solution had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.